Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a bad angle, when passing the cleaning brush through, the brush may not come out from the suction nozzle. Upon inspection and evaluation, foreign objects on the bending section. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿had a bad angle, when passing the cleaning brush through, the brush may not come out from the suction nozzle¿ was confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of the specifications, bending section has foreign objects, due to a dent on suction tube in universal cord, channel cleaning brush cannot insert smoothly, adhesive on bending section has a chip, paint on suction-cylinder is peeled, adhesive around objective lens is peeled, cracks and scratches found throughout the device, and connecting tube has discoloration and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, and the nozzle is cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Chapter 3 cleaning, disinfection, and sterilization procedures. Evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.